Event description:
It was reported that the two tubing sets were leaking at filter. The event occurred in the cardiovascular ICU. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event. Although requested, additional event information was not provided.

Manufacturer narrative:
Additional information added; d.10. The customer¿s report of a leak at the filter was confirmed only on one of the two received samples. Visual inspection of one of the set's micron filter's air vent membrane was wetted/compromised and functional testing observed a leak (termed ¿weeping out¿) from the same area. No issue was observed with the other received set sample. The sets were inspected for kinks, holes/tears in the tubing or damages to the components. Functional testing was performed by pushing fluid through from a lab syringe. The fluid leaked out from the filter vent on one of the samples (filter cavity numbers: front (vent side) as 3; and back as 4). No other leak was observed. Further pressure testing was done on the set with no issue observed throughout the set while submerged. No issue was observed. The root cause was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that the two tubing sets were leaking at filter. The event occurred in cardiovascular ICU. There was no patient injury. Although requested, additional information was not provided.